Event description:
The customer reported that the keys on the keyboard were intermittent on an 840 ventilator. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the keyboard. Covidien has attempted to contact the customer regarding the repair of the 840 device and no contact has been established. A follow-up MDR will be submitted if further information is retrieved.

Manufacturer narrative:
Covidien has attempted to contact the customer regarding the repair of the 840 device and no contact has been established. A follow-up MDR will be submitted if further information is retrieved.